Event description:
The device had broken during manipulation, before electrolysis had occurred. The event occurred without consequence to the pt. No other info was available about the procedure or use of the device.